Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false negative result associated with a patient sample and the bact/alert® 3d instrument (reference 210147). The instrument backup files were submitted for evaluation. An investigation was conducted. There were no bottle movements or fault conditions recorded in the backup that caused the system not to detect the bottle as positive. The user reported no delayed entry, sample fill was good for csf, and the patient was not on antibiotics at the time of sample collection. Biomath analyzed the bottle readings and the results were negative, the algorithm performed properly. For this bottle, the organism did not produce a sufficient amount of carbon dioxide to be determined positive. In addition, the instructions for use state that negative bottles may be checked by smear and/or subculture at some point prior to discarding as negative. The investigation concluded the bact/alert® 3d instrument was functioning as designed.

Event description:
A customer in greece notified biomérieux of a false negative result associated with a patient sample and the bact/alert® 3d instrument (reference (B)(4)). The customer reported that a patient arrived at their hospital with headache and fever. Cerebral spinal fluid (csf) was drawn for testing. At that time the patient was not on antibiotic treatment. This first sample from the patient arrived at the laboratory where it was introduced to a bact/alert® pf plus bottle, reference (B)(4). At the same time, a small amount of sample was examined under the microscope where cryptococcus was "very easily" depicted, with and without staining and therefore the customer expected the instrument result to be positive. Based on the result from the microscope, the customer reported the result immediately. Csf direct culture on sabouraud and chocolate plates also resulted in the isolation of cryptococcus. In addition, the negative result was subcultured in sabouraud and chocolate plates and cryptococcus grew on both plates. In the meantime, a second csf sample arrived in the laboratory . This time, the patient was on amphotericin and fluconazole treatment. The second sample was treated exactly as the first one and results were identical (negative result, positive solid media and bottle subculture with cryptococcus). A third sample was received by the laboratory a little later. This time the customer introduced it in an bact/alert® fa plus bottle, reference (B)(4), which resulted in a positive screening. The subculture grew staphylococcus. The customer also performed a new subculture in other media, in an attempt to isolate cryptococcus assuming that it was present together with staphylococcus. According to the customer, the patient was not affected by the false negative result as other methods were used to test the sample. An internal biomérieux investigation will be initiated.